Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error safety clamp. (B)(4). Customer was having the error safety clamp error. I explain to the customer that to run the door ajar/ safety clamp test, once this is complete, if it pass then do a complete pm. However if this doesn't work then do a calibration on the 8100 once this is complete then run a complete pm. The customer said ok and if I have any problem I will call you guys back. I said ok and the call was ended.